Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other similar complaint reported in the lot number. Add'l info was requested on 02/03/2010, 02/08/2010, and 02/22/2010 by phone, fax, and mail. A completed questionnaire has not been received. (B) (4). (B) (4).

Event description:
A surgeon reported five pts with unexplained elevated intraocular pressure (iop) following intraocular lens (iol) implant surgery. Three of the pts (four eyes) were implanted with multifocal lenses. Two of the pts (unidentified) were implanted with monofocal lenses. The surgeon stated that he has not changed his technique and that he uses acetylcholine chloride intraocular solution on his pts. In a follow-up, the technician reported that the three pts with multifocal lens implants were treated with medications. For all three pts, the event has resolved, the iop is normal, and the vision is "good". Add'l info has been requested. There are five medical device reports associated with this event. This report is for the first pt, right eye, implanted with the multifocal lens.